Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
(B)(4): evaluation revealed that the rubber keypad was intact but the keypad symbols were worn. During testing all keypad buttons were intermittently unresponsive and difficult to press. During investigation, evidence of contamination was found under all keypad contacts.

Event description:
On (B)(6) 2012, the reporter contacted animas alleging that the up, down, and ok buttons are intermittently unresponsive and/or take a really hard press to achieve a response. Reporter indicated this was noticed when reprogramming pump, noticed that the buttons are extremely difficult to press and elicit a response. There have been no blood glucose excursions related to this issue. Reporter denies any rips/tears in the keypad or cancelled boluses. The symbols are no longer present. The pump is worn in a protective case and is not cleaned. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.